Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor tip was bent and did not penetrate his skin. The customer did not have another means of testing and experienced symptoms of hypoglycemia and a loss of consciousness. The customer was seen at a hospital where he was diagnosed with hypoglycemia and administered glucose as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the freestye libre sensor tip was bent and did not penetrate his skin. The customer did not have another means of testing and experienced symptoms of hypoglycemia and a loss of consciousness. The customer was seen at a hospital where he was diagnosed with hypoglycemia and administered glucose as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m0061vax00 was returned and investigated. Visual inspection was performed on the returned sensor. No issue was observed. The sensor plug was not returned. The sensor pack was returned. Visual inspection was performed on the sensor pack, no issue was observed. The lid was not completely peeled. This issue is not confirmed to use due to incorrect assembly.